Manufacturer narrative:
The implant date was stated to be approximately "4 months ago" (as of report date (B)(6) 2015).

Event description:
It was reported that after a sparc was implanted, small fibers from the mesh were exposed in the vagina at the incision site. The patient underwent surgery to remove the exposed fibers on (B)(6) 2016. There were no further patient complications after the revision.